Event description:
It was reported that during a laparoscopic esophagectomy procedure, the clip was malformed. Besides, the jaw became not to open. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.